Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was not connected at the time of the alarm. This occurred during a drain phase of peritoneal dialysis therapy. During troubleshooting, it was noted that the patient line had disconnected from the transfer set during therapy. The alarm was cleared and the caregiver planned to contact the nurse about completing therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, the caregiver reported a loose connection of the patient line which is a known cause of this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.